Event description:
An exam performed by the optician show signs of ingrowths of corneal vessels and some scar tissue with possible inflammation of eyelid. Scarring location on the cornea was not indicated. No lens information provided.

Manufacturer narrative:
This report was originally filed under the incorrect manufacturer report # as 2640128-2012-00022 on 08/27/2012. The correction was filed on the same day as this report 09/10/2012.